Manufacturer narrative:
E3: occupation: (B)(6). The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the clinician deployed the angio-seal device over the wire into the common femoral artery. (Cfa) without issue; however, upon pull back, the whole device came out of the groin, and manual compression was applied. The nurse noted that the anchor was still in the tip of the sheath. Additional information was received on 27oct2024: the patient procedure is unknown. A 6fr procedure sheath used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Ultrasound was used for the case. The patient condition was stable. There was no blood loss.